Event description:
Reported events of: 24 eyes required glaucoma interventions because of failing bleb with high iop, out of those, 17 eyes underwent deep sclerectomy (ds), 3 eyes underwent surgical bleb revision, 2 eyes had a second xen gel stent implanted, 1 eye underwent placement of a baerveldt device augmented with the xen gel stent, and 1 eye underwent surgical repositioning of the xen gel stent. Reported events after ds treatment: 2 eyes required antiglaucoma medication to achieve target iop; 3 eyes experienced refractory intraocular hypertension, 2 of which underwent bleb revisions and 1 underwent implantation of the eyewatch system; 6 eyes required one needling procedure while 1 eye required 2 needling procedures; 9 eyes required laser goniopuncture; 2 eyes required conjunctival sutures due to persistent bleb leakage; 1 eye experienced persistent hypotony which resolved following 1-month topical treatment of dexamethasone and bromhydrate scopolamine. Event were noted in the article: outcomes of deep sclerectomy following failed xen gel stent implantation in open-angle glaucoma: a prospective study. J clin med.

Manufacturer narrative:
Implant date: (B)(6) 2015 and (B)(6) 2018. (B)(4). Article citation: bravetti ge, gillmann k, rao hl, mermoud a, mansouri k. Outcomes of deep sclerectomy following failed xen gel stent implantation in open-angle glaucoma: a prospective study. J clin med. 2022 aug 16;11(16):4784. Doi: 10.3390/jcm11164784. Pmid: 36013021; pmcid: pmc9410303. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.